Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during a percutaneous transluminal coronary rotational atherectomy procedure, the rotational speed did not increase. The 90% stenosed lesion was located in the severely calcified, moderately tortuous proximal to mid left anterior descending artery. The physician successfully performed 6 ablation runs with the 1.75mm rotalink plus burr however, was unable to cross the lesion. The physician then exchanged the burr for a 1.5mm burr and crossed the lesion. The physician was then re-prepping this 1.75mm bur outside of the patient for reuse however, the rotational speed would not increase and a stall was identified. The tubes were straightened and the device was tried again, however, it still would not increase speed. The procedure was then completed with another of the same device. No patient complications were reported, and patient status was reported as 'good'. Analysis found the device rotating without a speed display.

Manufacturer narrative:
(B)(4). Device analysis: an initial examination of the complaint plus unit was carried out. No cuts or kinks were noted on the air hose, infusion hose or fiber optic cables of the plus unit. No issues were noted during the fiber optic inspection. No issues were noted with the unit handshake connections. The rotablator unit was guide wired using a test guide wire. No issues were observed. The rotablator plus unit was wet tested as per procedure. The turbine and handshake connection rotated. No readout was displayed on the console unit. The fiber optic cable was removed and a test fiber optic cable was used with the complaint advancer. The unit reached 145k rpm. The complaint fiber optic cable was placed on a test advancer. The fiber optic cable and test advancer reached a speed of 175k rpm. No issue was noted with the complaint fiber optic. The complaint fiber optic was replaced back on the complaint advancer and an attempt was made to wet test the plus unit. No speed was observed on the console, while the turbine and handshake connection rotated. The complaint sample was reviewed with the manufacturing engineering and quality engineering. An attempt was made to wet test the rotablator plus unit again, as per procedure. The unit did not reach any speed. The handshake of the advancer became stuck and would not rotate. The advancer unit was dismantled and a corroded turbine was evident. It is probable that this corrosion occurred when the device was returned to site for investigation. During the manufacturing engineering and quality engineering investigation, it was noted that saline had dried on the tip of the fiber optic cable (f/o). This combination of corroded turbine and saline on the f/o may have interfered with the f/o reading of the rotating turbine. This may explain why a speed registered on the console when the complaint advancer was tested with a test fiber optic and when the test advancer was tested with the complaint fiber optic. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification for the event description is 'undeterminable'.